Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 5.0 and 125.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed that the pusher assembly was kinked. This type of damage typically occurs due to improper handling during preparation for use. If the device is forcefully manipulated against resistance, damage such as this may occur. Further evaluation revealed that during the functional analysis, the embolization coil advanced out of its introducer sheath without an issue. Therefore, the root cause of this complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing a ruby coil for a coil embolization procedure, the physician advanced the ruby coil pusher assembly past the friction lock to free the coil and then withdrew the pusher assembly back into the introducer sheath to resheath the coil. While attempting to advance the ruby coil out of its introducer sheath, the physician encountered resistance and was unable to advance the coil. The defective ruby coil was noticed prior to its use and therefore, was not used in the procedure. The procedure was completed using a new ruby coil.